Event description:
It was reported that the patient developed a large pericardial effusion. A CT scan revealed the lead perforated the heart but was -still working and was left alone-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.